Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the rainbow colored image was unable to be confirmed. It was found that the fiber bonding of the light fibers on the distal end and outer tube were damaged, which may have been caused by improper user handing. However, the definitive root cause of the rainbow colored image could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the scope¿s image was rainbow colored. The issue was found during reprocessing. There were no reports of harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.